Event description:
A hemodialysis inpatient user facility has reported that at the beginning of treatment, a blood leak occurred. The machine alarmed. Estimated blood loss was 100 ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.